Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: d7a, e1 (event site name and event site address). Due to character limit in block e1 event site address: (B)(6). The balloon was replaced with another unit to continue therapy. Upon detection of blood ingress into the system due to a low helium flow alarm, fse removed the equipment from use. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Causes: 1.user mishandling or not following IFU. 2. Membrane folding or resistance. 2. Patient-related factors (e.g., plaque abrasion). Impact: 1. Risk of gas embolism and patient injury. 2. Suboptimal therapy or organ occlusion. 3. Blood clot formation inside the balloon requiring surgical removal. Detection: 1. Pump leak alarms. 2. Blood or fluid in tubing/membrane. 3. Sudden waveform changes. 4 resistance during catheter withdrawal. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. This can occur due to membrane stress (e.g., folding or resistance), patient-related factors such as plaque abrasion.

Event description:
It was reported that balloon catheter intra-aortic balloon (iab) had helium flow failure. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.